Event description:
It was reported that the pump battery pump will not charge when plugged in for a long time, for 45 min. There was no adverse impact to the customer's blood glucose level. No further action is required since customer declined further follow up and further information was unable to be obtained.